Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. Updated fields: h2, h6, h11. Corrected fields: b5, b6, b7, d4, d5, d6, d10, e1, e3, g2, h3, h5, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during the device evaluation.

Event description:
It was reported the gastrointestinal videoscope exhibited a black screen. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.